Event description:
Device 2 of 3. Ref MFR reports #: 1627487-2013-08181 and 08188. It was reported the pt had pain from the midback incision site to the abdominal area on either sides regardless whether the stimulation was on or off. The pt was reprogrammed several times and had good coverage. F/u info suggested the pt was on a medication for the abdominal pain and no further info was available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.